Event description:
It was reported that the patient developed a wound at the ipg pocket site. It was noted that the wound was open, red and had a bloody drainage. The physician suspect the possible cause include pants rubbing on the area while sitting in recliner and patient was not wearing a belt during recovery which was causing the pants to fall lower and potentially rub on the area. The patient was prescribed with antibiotics.